Event description:
It was reported that during a da vinci hiatal hernia procedure, the teeth were not aligned on the fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .082 offset at the tip indicating overloading. Electrical continuity testing was performed and passed. Failure analysis concluded the damage may be due to mishandling / misuse. Failure analysis investigation also found the following damages to the instrument: the grip cable frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. The pitch cable frayed at the distal idler. No damage was found on the clevis. An indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.